Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, harmonic ace (ha) instrument was not recognized. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no fragment that fell into the patient. The patient did not return to the hospital for any post-surgical complications related to a possible retention of foreign material..

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace (ha) instrumentm for failure analysis. The customer report of recognition issue was not confirmed by failure analysis. The instrument was installed on an in-house generator and confirmed no issue. A review of the logs showed no failures for recognition. As part of investigation, inspection of the ha instrument identified that the blade was broken at roughly 0.167¿ from the base. The broken piece was not returned. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This observation is unrelated to the primary issue.